Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vicmo13.7, -10.00 diopter, implantable collamer lens was implanted into the patients eye on (B)(6) 2018. Significant reduction of irido-corneal angels, blurred vision, and excessive vault was observed, the lens was removed on (B)(6) 2018. On (B)(6) 2018 a shorter lens was implanted. The status of the eye is noted as "good". Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).